Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "system error ." Reported problem cause description: "checked the unit and found that, the battery was fully drained out. Put the unit in charging mode and checked after 30 mints. Now the unit is working in good condition without any alarm." Hence, the work performed in the device includes: "put the unit in charging mode. ." There was no patient involvement.